Event description:
It was reported that the device battery was found at 2.64 volts at the last follow up and the premature depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The battery voltage indicated that the device was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery equal to 2.868 to 2.65 volts between (B)(4) 2011 and (B)(4) 2012 is before device rrt(recommended replacement time) less than or equal to 2.6251 volts. The device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.